Event description:
A healthcare professional reported that, at the time of implantation, the lens laceration was observed. The doctor has requested to remove the injectors from the institution. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece injector was received for the report of lens laceration. The returned sample was visually inspected and found to be conforming. A dimensional test was performed for plunger height position and deemed conforming. A functional test was performed for thread engagement and plunger movement through the barrel and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. One photo and two videos attached to the parent file were reviewed by the manufacturing site. The photo in one pdf file shows two images of what appears to be intra ocular lens (iol) with a scratch or damage. Two videos show the insertion of the lens with a focus on the location of the scratch/damage. Reported issue is confirmed; however, not that the damage was caused by the plunger. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore a lens laceration as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.